Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).